Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a procedure, while inserting a tibial nail, the strike cap broke at the junction between the threads and the metal shaft of the strike cap. There was an unknown surgical delay. It was unknown if the procedure was successfully complete. There was no patient consequence. Concomitant device reported: unk - nails: tibial: (part# unknown; lot# unknown; quality:1) this complaint involves one (1) device. This report is for (1)driving cap this report is 1 of 1 for (B)(4).